Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the intraocular lens (iol) could not be delivered as it became stuck on the plunger. The surgeon deemed it unsafe to use.additional information was requested.